Event description:
It was reported that three (3) amia cassettes had an issue with the patient line green cap being loose or disconnected. This was described as ¿two of the green caps were completely off and in the bottom of the bag¿ and ¿one of the caps was half off". This was observed before use of the devices for peritoneal dialysis therapy. The patient never connected to any of the cassettes with the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of year 2022, "within the last two weeks". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.